Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/20/2019. Customer replaced the user interface board but is having issues loading software, field service engineer(fse) reloaded the system software. Ran performance verification ,all testing passed. Item is now back in service.

Event description:
Customer reported post 3.3 mon fail- user interface error. The customer reported there was no patient involvement.